Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was possibly shocked for supra ventricular tachycardia (svt) by their implantable cardioverter defibrillator (ICD). Additionally, it was noted that a high atrial threshold alert was triggered for the atrial lead the day before. The ICD and atrial lead remain in use. No further patient complications have been reported as a result of this event.